Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue tem checkout and was found to be fully functional. The logs for the navigation system were reviewed by medtronic personel. The logs showed that the reference frame was possibly removed from the admin page. It was noted that the site enterred the admin page of the navigation system multiple times. If removed from the admin page, the instrument will not appear in the "verify instrument" task of the application software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy case. It was reported that after registering the patient successfully, the site went to calibrate a biopsy needle with a tracker and the navigation system stopped recognizing the patient reference frame. The site went back to the instrument tool cards and saw that the patient reference frame was removed. The site was not able to add it again. The site switched to another navigation system to finish the case. Surgical time was extended by less than one hour and there was no reported patient impact.

Manufacturer narrative:
The reported issue was tested by medtronic personnel in an attempt the reported issue. It was reported that removal of the reference frame from the admin screen resulted in the reported issue. Medtronic received information that it is suspected the site inadvertently removed the frame from the admin screen. If information is provided in the future, a supplemental report will be issued.